Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured. The device was removed using normal method without any problem. The procedure was completed with another of the same device. There were no patient complications reported post procedure.

Manufacturer narrative:
The device was returned and evaluated by manufacturer. No issues were identified with the hypotube shaft. The inner lumen was twisted and stretched 5cm proximal from the bumper tip of the device. A detailed microscopic examination of the balloon material identified a balloon tear 1mm proximal from the distal markerband. The inner lumen was twisted and stretched 5cm proximal from the bumper tip of the device. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured. The device was removed using normal method without any problem. The procedure was completed with another of the same device. There were no patient complications reported post procedure.